Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging lung disease. There was no report of medical intervention. The device was returned to the manufacturer's service center for further evaluation. During the investigation the manufacturer observed unknown and dust-like contamination on the top enclosure/ui panel, left and right-side panels, and several spots on the bottom enclosure. 2 additional labels were observed on the bottom enclosure due to the serial label not being completely legible. The manufacturer observed fingerprints on the bottom of the motor blower (most likely from assembly). A small piece of debris was observed in the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer observed an unknown and dust-like contamination on the flip lid assembly and left side panel. The manufacturer observed dried liquid on the top and sides of the water chamber. The manufacturer observed dust-like contamination and potential hair-like particles in the humidifier bottom enclosure, on the dry box, heater plate, and in the lower base. The manufacturer observed a brownish dust-like contamination on the flip lid seal and dry box outlet seal. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer is unable to directly address the symptoms outlined in the complaint.